Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and bent cannula. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 500mg/dl. The customer treated with manual injection and replacing infusion set. The customer understood why their levels rose. The customer was advised replacement sets would be sent.